Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion test, prime compromised force sensor test and displacement test. However, insulin pump received stuck in the motor error loop during bolus, basal delivery due to faulty force sensor resistor. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that their insulin pump had motor error alarm. The customer¿s blood glucose was 77 mg/dl at the time of incident. Customer reported that the drive support cap appears normal. Customer did not received motor position encoder error alarm. Customer was able to complete rewind the insulin pump. Customer had a low battery alarm and after battery changed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.